Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the video system center had a recurring scope communication error (b30 error) when using 190 scopes. Issue did not appear when using 180 series scopes. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, to provide correction with information inadvertently left out (d4, e2, e3 and h4). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned. And the root cause of the b30 error code, that led to a 45 minute delay could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, h1, h6 and h11. A correction was made to h3 in addition. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during at the beginning of a diagnostic colonoscopy procedure, b30 error message occurred. The patient had to be waked and removed from the endo suite and then able to use the older scope model and procedure completed with a 45-minute delay. No patient harm reported.